Manufacturer narrative:
B3: event date: 07/2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified location of an oxiris set was observed to be cracked and leaked during priming.there was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video did not identify any abnormalities that could have contributed to the reported set damage and leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.